Manufacturer narrative:
Sr-(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and failed, the serial number label is un-readable. The receiver was charged and rebooted. Performed data download review, found numerous receiver shutdown at capacity greater than 10% battery level. Functional testing was performed and it passed. The receiver case was opened for further evaluation. Trouble shooting found a defective battery with bad solder joint at the controller chip mounting leg. An activated moisture indicator was found during inspection. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.